Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that her stimulation was a little high on (B)(6) 2016 and she wanted to decrease it.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she changed to a lower setting since it felt too high. The issue was resolved.

Event description:
Additional information received from the patient in response to follow-up reported that the circumstance that led to the event was that it was time to go to another program.